Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted on (B)(6) 2025. On (B)(6) 2025, the patient fell asleep and his fiance was calling him but he was unresponsive. He was sweating profusely. The fiance called 911 and when the paramedics arrived they've revived him (no information about the treatment administered). The patient reported that his sensor at that time was not working and couldn´t provide further information if what was the error message. The patient declined to provide further information about the event. At the time of the event the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.